Manufacturer narrative:
E1: patient city: (B)(6) patient country: sweden name: medtronic minimed street: 18000 devonshire street city; northridge state: ca zip code: 91325 country: united states based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that patient experienced loss of consciousness due to low blood bg on (B)(6) 2026 and treated with glucose injection in ambulance and admitted in hospital as patient fell and had a neck fracture.